Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information indicates that the patient was having urinary tract infection unrelated to device and that the physician hoped to change out the device when the infection clears out.

Event description:
Boston scientific received information that this device's battery was depleted and therapy could no longer be guaranteed. A scheduled change out was planned but was put on hold due to an infection. The physician wanted the infection to resolve before a replacement procedure. At this time, no intervention has been performed and the device remains implanted and in service. No additional adverse patient effects were reported.